Event description:
It was reported that customer experienced a minimum fill notification that led to high blood glucose, with the meter displaying only a high reading and no exact value. There was no reported assistance required from any third party. Customer took a correction injection using multiple daily injections, declined troubleshooting with technical support, and chose to continue relying on multiple daily injections, with no additional information available regarding further outcome.